Event description:
During preventive maintenance, the air detection sensor issued an air detection alarm, even though air was not present, requiring it to be removed from service. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.